Event description:
The customer reported experiencing air bubbles and gaps in the infusion set tubing, specifically between the t:lock and the patient. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the issue, the customer changed the cartridge and infusion set/tubing and resumed insulin therapy in the past. Currently experiencing the issue, the customer received assistance from technical support to properly load a new cartridge and successfully resumed insulin therapy, effectively resolving the problem.